Event description:
The pt reported that for approx one month there is moisture in the cartridge compartment of the infusion device. She stated that there is no insulin leakage when she fills the insulin cartridge and after the insulin cartridge is inserted into the infusion device the cartridge compartment is wet again. She dries the cartridge compartment and inserts a new insulin cartridge. On (B)(6) 2010 her blood glucose measured "hi" on her blood glucose monitor and she felt sick. She injected insulin via syringe. She switched to her backup infusion device. Her normal blood glucose range is 140-150 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The insulin cartridge and infusion device were requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.